Event description:
The staff member donned a 3m 1860 small n95 mask that had recently been reprocessed by the battelle decontamination system. All guidelines with regard to decontaminated masks were followed. Upon donning the mask, the staff member noted her asthma symptoms were triggered as she had shortness of breath and a cough. These symptoms resolved after removal of the mask. 3m us. FDA safety report ID #: (B)(4).